Event description:
It was reported that at a scheduled follow-up, there was no telemetry, loss of function, no capture and no magnet response. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: the no output, no telemetry condition was the result of lifted output bond wires.